Manufacturer narrative:
The device was returned to olympus for evaluation and the customers allegation was confirmed. During evaluation it was determined the error code b30 was attributed to failure of the printed circuit board. In addition, it was noted there were scratches on blue bar (front panel) and the top cover. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the evis exera iii video system center displayed error code b30 scope communication error prior to an unknown diagnostic procedure. The procedure was not completed with the same device. According to the customer, the event happened frequently but was unable to provide the exact date. There were no reports of patient harm associated with this event.

Event description:
According to the customer, the information regarding the multiple occurrences is unknown. When the customer reported that the issue had been occurring frequently, the customer was referring to a general report of this issue, which is why the device was sent in for repair. The customer is unable to provide specific details.

Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation, device history record (DHR) review and additional information provided by the customer. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. Based on the results of the investigation, it is likely the faulty board had caused the failure. Olympus will continue to monitor the field performance of this device.